Manufacturer narrative:
(B)(4). D10: medical products: item#: 110030778, +6mm lateral offset 40mm diameter glenosphere; lot#: 66178728. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder revision surgery approximately three (3) months ago. Subsequently, the patient is being considered for a revision surgery due to an unknown reason using a custom glenosphere and a custom bearing. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h4, h6, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was being considered for an additional revision surgery using a custom glenosphere and custom bearing on an unknown date due to instability. Attempts have been made and no further information has been provided.